Event description:
This is a report of a patient who received a minicap with iodine that had dried out. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received and is pending evaluation. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the received sample was completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. A visual inspection of the returned device was performed and revealed no issues related to the reported event. The reported problem could not be confirmed as the device met specifications and the reported sponges contained the correct povidone iodine absorption amounts. Should relevant additional information become available, a follow-up report will be submitted.